Manufacturer narrative:
Additional device product code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for thumb metacarpus fractures by using the variable angle (va) locking hand system. During the surgery, when the blister pack of the locking screw was opened, a metal fragment was found in the blister pack. The metal piece is pink and is thought to have originated from the screw. As there was no other locking screw available in the implant set box, the surgeon used this locking screw in question. The surgery was successfully completed. No further information is available. This report is for one (1) 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.130.214s, lot 49p2768: manufacturing site: grenchen. Release to warehouse date: april 08, 2020. Expiry date: april 01, 2030. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. A product investigation was completed: complaint is confirmed as we are able to confirm complaint description (something like a chip is visible rolled up in a towel in an already opened packaging). Documents were reviewed and no discrepancies could be detected. The products including the packaging materials are visually checked throughout the process. However, it cannot be excluded that a small fragment was overseen. The product is packed into the peel pouches in a clean room environment. The operators are dressed according to the personal hygiene behavior of employees specified in documentation, including no wearing of watches or jewelry that could potentially be a source for metal particles. According to the picture of the blister that we received from the customer possible sources were investigated. Product (most likely): since the product is a metal screw, it cannot be excluded that the particle comes from screw itself, potentially being broken off after packaging during transport. It is not known, if the metal particle consists of the same material as the screw. Rinsing process (very unlikely): the washer is made of steel and no small metal fragments can be found. There were no maintenance actions in this period of time. Washing basket: the used washing basket was inspected, and no damage was found. After washing, the basket is checked to be empty. Sealing (very unlikely): it is highly unlikely that the metal particle was added to the blister during the sealing process because no such thin metal fragments are existing in this process. Blister production (very unlikely): it cannot be totally excluded, that the metal part comes from the process of blister punching. However, this is very unlikely because a bigger damage on the machine would be expected in this case. There are no loose, small metal parts in the machine. Most likely the metal part (regarding size and shape) was attached to the screw as a remainder from the manufacturing process and was broken off during transport. The supplier company recognizes the complaint. However, as such a deviation can never totally be excluded and hygiene measures are in place, further actions are not taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.